Event description:
It was reported during the procedure to implant the scs ipg, the physician was unable to engage the set screw into the scs ipg. The device was not implanted and was returned to the manufacturer for evaluation. The device evaluation investigation found excess silicone adhesive used during manufacturing was covering the tops of the setscrews rendering them unusable. The septum cover and titanium ring were removed from port 1-8, adhesive was under the septum down onto the setscrew. There was also adhesive found down under the setscrew into the header chamber.